Event description:
After using bandaids, which were left in place for 8-10 hours at a time, I experienced a severe rash from the adhesive. After treating the rash with various otc products it abated somewhat but there is visible scarring remaining and the area frequently becomes inflamed and has to be medicated to prevent itching. I have never had a reaction to bandaid adhesives prior to this. Dates of use: 2007. Diagnosis or reason for use: 1" bandaid. Event abated after use stopped or reduced? No.